Manufacturer narrative:
Additional information was received for the adverse event of cardiac tamponade on 09-jan-2024. The outcome is recovered/resolved. Additional information was received for the adverse event of bradycardia on 09-jan-2024. The discharge date was (B)(6) 2023. The outcome is recovered/resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31007948l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02638 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheter). (2) for product code d128208 (pentaray nav high-density mapping eco catheter). Manufacturer's reference number: (B)(4).

Event description:
Initially the cardiac tamponade event was reported under the thermocool® smart touch® sf uni-directional navigation catheter (manufacturer report number: 2029046-2023-02638). However, additional information was received on 04-dec-2023 stating that the pentaray nav high-density mapping eco catheter relationship to the study device for the cardiac tamponade adverse event is updated to casual. Therefore, this adverse event is now also assessed as MDR reportable under the pentaray nav high-density mapping eco catheter. The awareness date for this report is 04-dec-2023. The bradycardia adverse event is only assessed and coded as MDR reportable under the thermocool® smart touch® sf uni-directional navigation catheter. During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and pentaray nav high-density mapping eco catheter. Patient received a cardiac ablation on (B)(6) 2023 (index procedure) under conscious sedation. On (B)(6) 2023, patient experienced a cardiac tamponade, categorized as severe. This is considered a serious event due to serious deterioration in the health of the subject as defined by a life threatening illness / injury and prolonged hospitalization (admission date (B)(6) 2023, discharge date (B)(6) 2023). Relationship to study devices is causal relationship to thermocool® smart touch® sf uni-directional navigation catheter and pentaray nav high-density mapping eco catheter and relationship to primary study procedure is causal relationship to the index procedure. The adverse event is expected/anticipated. The outcome is not recovered/not resolved. Intervention was medication. On (B)(6) 2023, patient experienced, bradycardia, categorized as moderate severity. This is considered a serious event due to serious deterioration in the health of the subject as defined by prolonged hospitalization (admission date (B)(6) 2023). Relationship to study device is not related and relationship to primary study procedure is causal relationship to the index procedure. The adverse event is expected/anticipated. The outcome is not recovered/not resolved. Intervention was surgery (pacemaker implantation).